Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 9.1 mmol/l at the time of incident. Customer stated that the insulin pump alarmed failed battery test and the buttons stopped working after battery has been replaced. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self-test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. No frozen screen noted. Insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted.